Manufacturer narrative:
The product is not returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with osteoporotic compression fracture underwent balloon kyphoplasty. Intra-op, balloon ruptured during inflation. It was estimated that pressure prior to rupture was 300 psi and volume was 2cc. Inflation bone tamp (ibt) was removed and a new balloon was obtained from an additional fracture kit and case was proceeded as usual. The procedure was completed successfully with a new product. No patient complications were reported.